Manufacturer narrative:
The concomitant devices: stockert, us catalog # s7001, (B)(4); carto xp, us catalog # m470001, (B)(4). The customer confirmed that they do not consider the bwi equipment or products to be the cause of the patient incident. The customer declined to have the bwi equipment functional tested. (B)(4). The catheter was tested and passed deflection, electrical, leakage, temperature and generator tests. Catheter appears in good condition. The device history record was reviewed. No anomalies related to this event were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures complaint condition cannot be confirmed.

Manufacturer narrative:
(B)(4). Catheter was tested and passed deflection, electrical, leakage, temperature and generator tests. Catheter appears in good condition. The device history record was reviewed. No anomalies related to this event were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition cannot be confirmed.

Event description:
It was reported the patient experienced a stroke during a left sided idiopathic vt ablation. The physician had mapped the left ventricle using a navistar catheter with carto xp and had applied the fifth rf lesion when the patient complained of partial vision loss in her right eye. At the time of the event the act was 260. The physician removed the catheters and had the lab staff administer a bolus of heparin. Patient vs were stable and a neuro check was performed on the patient. The patient had no other neuro deficits and was able to move all extremities. The patient was sent for a CT scan and prior to leaving stated her vision had returned to normal. The bwi products used in the procedure included the carto xp, stockert, and a navistar catheter. The catheter has been saved.